Manufacturer narrative:
(B)(4).

Event description:
A consumer whose indication for use was essential tremor and movement disorders reported that his system was removed. It was indicated the stitches were left for too long after he was implanted and the stitches became infected. It was discovered when he went back to health care provider (hcp) after implanted.